Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what procedure was the device used in? Was the device locked on tissue with the jaws closed? No. Upon initial insertion through trocar and wouldn't open inside abdomen. If yes, how was the device removed? N/a. If yes, did the jaws eventually open? N/a. What troubleshooting steps were attempted to open the device? Red button down, pulled handle. Did the jaws of the device eventually open? No.

Event description:
It was reported that during an unknown procedure, the stapler locked out and would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.